Manufacturer narrative:
Reported event: an event regarding seizing involving a triathlon cutting block was reported. The event was not confirmed. Method & results: -device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. -medical records received and evaluation: not performed as patient factors did not contribute to the event. -device history review: a device history review confirmed all devices were manufactured and accepted into finished goods with no reported discrepancies. -complaint history review: a complaint history review confirmed no similar events for the reported lot. Conclusions: the event could not be confirmed nor the root cause determined because the instrument was not returned for evaluation and insufficient information was provided. If the instrument and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
While drilling tibial baseplate trail, 1/8 drill with stop broke. No adverse consequences to the patient, surgery performed as normal. Also modular 4 in 1 capture getting stuck on cutting block. Not easy to remove. Information submitted was everything from both surgeon & hospital- no further details.

Manufacturer narrative:
It was noted that the device was retained by the hospital and therefore is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
While drilling tibial baseplate trail, 1/8 drill with stop broke. No adverse consequences to the patient, surgery performed as normal. Also modular 4 in 1 capture getting stuck on cutting block. Not easy to remove. Information submitted was everything from both surgeon and hospital- no further details.